Event description:
A caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, noting that the insulin on board would be affected. The caller declined to troubleshoot further and stated they would contact technical support if the issue occurred again.